Manufacturer narrative:
The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she received a safety notification letter regarding the scroll wrap feature. The letter informed the customers of the potential to deliver insulin through accidental button pushing. The customer stated her current insulin pump was not malfunctioning, but she may have noticed that this happened once previously on another insulin pump. Nothing further was reported.